Event description:
There was a patient involved in this event. The pad unit was used in an sca event, end user says unit never got to analyzing phase of verbal prompts (ie: no shock/shock advised no CPR cycle).